Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "incorrect balloon position length due to the balloon was not stretched after balloon position". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. Directions for use: 1. Remove foley catheter from wrap and lubricate catheter. 2. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. 3. Proceed with catheterization in usual manner using the dominant hand. A. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 4. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. 5. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. 6. Secure the foley catheter to the patient use the statlock foley stabilization device if provided (see statlock foley stabilization device IFU). Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse met resistance when pulled a foley catheter and that the male patient was reporting pain as nurse tried to remove it. Then nurse notified the surgeon, and they removed it. Upon removal, they noticed a small ridge where the balloon had been deflated. A second patient had some bleeding after catheter removal, likely unrelated to the catheter tip. However, upon inspection of the catheter tip, it had a similar ridge which created a ring around the catheter where the balloon would have been deflated. Staff was trained not to over deflate the balloons, so they did not believe that was the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse met resistance when pulled a foley catheter and that the male patient was reporting pain as nurse tried to remove it. Then nurse notified the surgeon, and they removed it. Upon removal, they noticed a small ridge where the balloon had been deflated. A second patient had some bleeding after catheter removal, likely unrelated to the catheter tip. However, upon inspection of the catheter tip, it had a similar ridge which created a ring around the catheter where the balloon would have been deflated. Staff was trained not to over deflate the balloons, so they did not believe that was the issue.